Manufacturer narrative:
Investigation conclusions has been corrected. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced shocking pains that caused them to fall causing hospitalization and a procedure for a neck fusion. As a result, the ipg was explanted on (B)(6) 2022.